Event description:
Report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the temperature of the motor device was abnormally high. According to the reporter, another motor device was used to continue the surgery, however the same problem occurred. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device; (B)(6) 2022. The reporter¿s full name and complete facility address were not provided. Initial reporter phone: (B)(6). Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had cord damage and e5 (software generated message on the console indicating fault in handpiece) error code. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).